Event description:
Minihip revision after approximately 2 years due to periprosthetic fracture.

Manufacturer narrative:
Per -1909 final report. Additional information including operative notes and imaging was requested in order to progress with the investigation of this event, however, not all was available. It has been confirmed that the explanted devices were discarded by the hospital following the revision and thus could not be returned for examination. Pre revision x-rays and imaging have been provided and were reviewed: it was concluded that the x-rays provided do not show any fracture of the device or bone. Therefore it was not possible to confirm the failure mode. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Without more information, no further investigation can be performed, therefore the rootcause is unknown and this case shall now be closed. However, should additional data be provided, the case will be reopen. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information including operative notes and imaging was requested in order to progress with the investigation of this event, however, not all was available. It has been confirmed that the explanted devices were discarded by the hospital following the revision and thus could not be returned for examination. Pre revision x-rays and imaging have been provided and will be reviewed at corin. Details will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to materia and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Minihip revision after approximately 2 years due to periprosthetic fracture.